Event description:
It was reported that the customer was having issues with his sensor and blood glucose level readings. His blood glucose level was 274 mg/dl but his sensor glucose reading was 400 mg/dl. His sensor and blood glucose reading difference was not within an acceptable range. The insulin pump went into threshold suspend, thinking the customer was low. Only two sensors out of the four months of use were within 17 percent range of his blood. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.